Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic failure.

Manufacturer narrative:
Corrected information ; b5, b6,b7,d11, h6 ( clinical, impact code). Updated sections : g7, h1, h2, h10, h11.

Event description:
It was reported that during initial set up, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the fiber optics assembly and the fiber optic cable assembly extension. The fse has uploaded pictures of the broken sensor extension. The fse then performed full function check and calibration. The unit was then returned to customer and cleared for use. This is 2 parts complaint. 1-the failure analysis and testing department received a fiber optic module assembly with a reported the unit has a fiber optic failure. Performed visual inspection of the fiber optic module assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the fiber optic module assembly into failure analysis and testing iabp cardiosave test fixture for testing of the reported problem. Performed and tested the fiber optic module assembly, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit has a fiber optic failure. The failure analysis and testing department was unable to replicate the failure experienced by the customer. 2-the failure analysis and testing department inspected a cbl assy, fo sensor extension, and observed the sensor is broken. No further test can be done due to the broken sensor.